Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported implant replacements. Agent asked patient what the reason was and if there were any issues with the first implant. Patient mentioned it wasn't until 2016 that they had a battery replacement. Patient denied issues and mentioned that the first implant was perfect. Agent asked patient what was the reason as to why the second implant was replaced and patient mentioned they just had an implant replacement. Patient didn't answer and agent had difficulty collecting information. Due to the nature of the call agent stopped asking information. Patient mentioned their old one couldn't get a full body MRI. Patient needed an MRI and patient had a rare problem that needed an MRI of a 'weird' body part. Patient inquired MRI machine compatibility. Hcp requested a 3 t MRI but patient was only compatible with 1.5 t so the MRI was blurry. Agent reviewed information and redirected patient to their hcp.